Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the distal defib conductor was distorted.

Event description:
It was reported during the implant procedure that there was resistance encountered. The physician was "unable to introduce the lead". It was also reported that upon inspection of the lead, a slight separation of the proximal coil was noticed. The lead was not implanted. No patient complications have been reported as a result of this event.